Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to the battery tube connector not plugged in properly. Unable to verify low reservoir alarm anomaly, failed battery test alarm, battery out limit alarm, weak battery alarm, unresponsive button, scrolling number display anomaly due to blank display. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump received a low reservoir alarm. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 500 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.